Event description:
It was reported that contact changed cartridge and received a message requesting a minimum of 50 units of insulin. Contact added more insulin and resumed insulin delivery; however, the fill estimate was inaccurate. Later in the day, the fill estimate dropped suddenly. Contact changed out cartridge and infusion set. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.